Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while customer was sleeping, the pump shutdown. Customer¿s blood glucose (bg) level elevated to 1000 (mg/dl) with high ketones. Reportedly, the customer was subsequently admitted to the hospital and was treated with insulin drip to address bg level. Pump data was reviewed by tandem technical support and showed expected pump alerts/alarms for low battery due to normal battery usage. Customer understood and acknowledged. Multiple follow up attempts were made by tandem technical support; however, the customer did not respond.